Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) to report that he was experiencing an issue with three dashes ("---") appearing on the screen of his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7:30 am. The reporter informed the cca that he manages his diabetes with metformin, diet and exercise and due to the alleged issue; he denied making changes to his usual routine. The patient stated that on (B)(6) 2011, at 7:30 am, after the issue started, he felt dizzy and had blurry vision. The reporter confirmed that there was no treatment provided for the symptoms. During the initial call with cca, the patient reported that the code number had not been previously set in the meter. Per the one touch ultra meter owner's booklet, the instructions indicate that "---" will appear when there is no code number stored in the new meter's memory and must be calibrated before it can be used for testing. At the time of troubleshooting, the cca noted that the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.